Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Suture holes of the monobloc were sharp and the sutures were being cut.

Manufacturer narrative:
The complaint description states that suture holes of the monobluc were sharp (holes to suture the parts of the tendons and bones). Result was that the sutures (ethibond code (B)(4) lot hh5321) placed in the several holes broke close to this gaps. The device associated to the complaint was not returned for analysis; the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.